Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture passing/tightening /tensioning.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that the acl tightrope broke when the surgeon was putting the implant and graft on the patient's knee during acl reconstruction surgery. Part of the implant was left in the patient's knee. Update swit 29-may-2024: further information was provided that the surgeon did an acl reconstruction, tightrope2 in femur and screwed in the tibia, he completed the procedure without issues. Then at the very end when he simply passively moved the leg from extension to flexion and heard an audible crack, then looked back in the joint and the graft had slacked off and they x-rayed to see the tr2 button snapped in 2 pieces. The surgeon had to take the graft out and load on to a new tightrope2 which worked.